Manufacturer narrative:
An event regarding alleged loosening of a tibial stem involving a jts proximal tibia was reported. Medical review indicates that the tibial stem may have loosened. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts proximal tibial replacement which was inserted on (B)(6) 2017. The surgeon reported the implant has nearly reached its maximum extension. Therefore, the implant needs to be reviewed. The CT scan provided showed the implant has been extended by 38mm, considering the surgeon is prepared to extend once more before the revision, which will reach to its maximum capacity of 50mm. In addition, the CT scan also showed there are very fine radiolucent lines around the stem, especially near the bone resection level which indicates that the implant may have loosened. Therefore, the radiographic assessment confirms the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2017 with no reported discrepancies. Complaint history review: there has been 1 other event relevant to this investigation. Conclusions: it is reported that the surgeon intended to revise the jts extendable implant as it had reached its maximum intended capacity, there was initially no reported failure of the tibial stem or of its fixation. The surgeon decided, during the design consultation process to revise the tibial stem. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not available.

Event description:
A patient specific implant prescription form was received for patient's impending revision of patient's left tibial component. Additional notes indicate "...remaining 10mm will be extended". Medical review indicates that the tibial stem may have loosened.